Event description:
It was reported that the pump indicated a primary audible background test. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The device was received in excellent condition. Occlusion test was performed; the problem was not duplicated, no problem was found. Root cause of the issue could not be determined. As preventive measure, the speakers were replaced; performed power up process and all functional tests passed. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This MDR was generated under protocol (B)(4).